Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right atrial (ra) lead and right ventricular (rv) leads "became loose". The leads were "fixed" and remain in use. It was further reported that the patient has experienced an ache in their chest since "putting their arm over their head to scratch in-between their shoulder blades". The patient was unsure whether something happened to the leads or if it was "just the pain in their arms". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the physician noted the patient was seen in office. No device malfunction detected and no intervention was required.